Event description:
This is a report received by baxter in the (B)(4) on (B)(6) 2009 from a patient. On (B)(6) 2009, the patient observed that the spike did not penetrate the bag of accusol 35 potassium 2 mmol5l and became loose. No clinical impact on the patient and/or user was reported.

Manufacturer narrative:
(B)(4). An evaluation of the returned sample confirmed that the clampex connector was partially detached from the solution bag; however the root cause of the problem could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.